Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's mother reported via telephone call that the insulin kept coming out when filling the tubing, after the motor stopped during the manual prime. This occurred two more times using the same set and reservoir. The blood glucose reading was 175 mg/dl. The tubing connector and top of reservoir were not wet prior to connecting. The customer's mother was instructed to attach a new infusion set and reservoir and to hold the act button until insulin began to exit, and she reported that insulin did not continue to drip after releasing the act button. The drive support cap appeared normal and recessed. The customer was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.